Event description:
It was reported that the ilet device¿s connector broke and a fragment remained lodged in the cartridge chamber, preventing removal despite attempts. The reported blood glucose at the time was 135 mg/dl, and a replacement device was arranged with instructions to use multiple daily injections as backup and to expect algorithm relearning upon setup. Customer care provided support that included arrangements for device replacement and return. Investigation of this case revealed a mechanical failure of the connector component with the fragment retained in the cartridge chamber. No clinical symptoms or injury reported during the event. Outcomes included no reported impact beyond therapy interruption and device replacement. It was concluded that the event involved a device component breakage leading to loss of intended function without clinical harm.

Manufacturer narrative:
Investigation details: the complaint was confirmed. The device was received with a broken cartridge connector stuck inside the drug chamber. The cartridge connector was able to be removed with pliers. After inspection damage to the housing drug chamber and the top right corner of the device was noted, likely due to impact. The housing will need to be replaced. This follow up MDR report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.